Manufacturer narrative:
Additional information and corrected data: initially haptic damaged was reported. However, through further follow-up the customer provided additional information about the event revealing that the issue was lead haptic not folded. Upon further review of the file, it was noted that this event is no longer reportable as per new information received. The event did not lead to death or serious deterioration in the state of health and if it occurred again, it could not lead to death or serious deterioration in the state of health. There are no safety signals for similar reports from our post market surveillance activities. Subsequently, it is not required to initiate a nonconformity report, or escalation. Johnson and johnson surgical vision will continue to monitor the reported issue. Therefore, this supplemental filing is to state that this event is not reportable per additional information received and no further information will be provided under MDR number 3012236936-2025-0001004. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Section h6 - device code(s) - 3191: no code available (dissatisfaction - quality/design) all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol), model gib00, often comes out from the tubing with the leading haptic partially open or even fully open. The surgeon feels that the haptic edge seems to be sharper than in the gcb00 model, which causes risks with glaucoma patients. Sometimes the haptics stick together and need to be manipulated to get the iol to open fully. They reported only ophthalmic viscosurgical device (ovd) was used to prepare the iol, as with water there is more risk of the haptic not fully bending inside the iol for implantation. No complications were reported. There is no material available to return for investigation. Through follow up, we learned that during implantation of this iol, after a short while it opened and placed in the bag normally. It remains implanted in the patient's eye. No further information was provided. Note: this report concerns a specific device and event date. A separate report will be submitted from complaint (B)(4) for the unknown number of gib00 devices, unknown serial numbers, unknown event dates, with the same issues.